Manufacturer narrative:
Findings: unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected alarm error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 350 mg/dl at the time of the incident and over 600 mg/dl during the call. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the reported high blood glucose was performed. The customer had symptoms of nausea, vomiting and abdominal pain. The customer was advised that the symptoms they have expressed may be indicative of possible diabetic ketoacidosis. The customer stated that their parent has already contacted their healthcare professional. The ketones were also reported as high. The customer was treated with manual injections. Further troubleshooting was declined by the customer's mother. The insulin pump will be returned for analysis.